Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient had syncopal episode. The patient was sedated and paced externally. No intervention was performed. The patient will continue to be monitored.